Manufacturer narrative:
Product investigation is in progress.

Event description:
Leave little pieces of cotton when removing - vagina [foreign body in reproductive tract] they come apart... Leave little pieces of cotton when removing - l. Tampon [device breakage] leave little pieces of cotton when removing [complication of device removal] case narrative: consumer reported via email that the tampons come apart and leave pieces of cotton when removing. No serious injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Leave little pieces of cotton when removing - vagina [foreign body in reproductive tract] they come apart... Leave little pieces of cotton when removing - l. Tampon [device breakage] leave little pieces of cotton when removing [complication of device removal]. Case narrative: consumer reported via email that the tampons come apart and leave pieces of cotton when removing. No serious injury was reported.